Event description:
It was reported that the patient's pacemaker was in back up operation. The pacemaker was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of device in back-up operation was confirmed. The device was returned for analysis. Analysis of the device image revealed that device went into back-up mode due to reset error consistent with an integrated circuit anomaly. No other anomalies were found.